Event description:
Circa 1985-87, dr. (B)(6) of (B)(6) plastic surgeon implanted (B)(4) imported silicone breast implants. I cannot remember name of company, can someone help me out here. Circa 2000-2001 I began to not be able to walk in an upright position. I thought it was from a sciatic attack. Went to (B)(6), they prescribed vioxx, stopped taking vioxx 9 months later. Began having numbness of extremities, arms, hands, legs, stiff neck all the time. Circa 1996, endomethacin prescribed by prison doctors while incarcerated. Very difficult, MRI squashed breasts, very painful. Endomethacin ended due to stomach problems. Lack of mobility continued. Circa 2015, still unable to walk upright position. Physical maladies include medium raynaud's disease symptoms breast implants not removed since original operation. Hardened encapsulated and getting painful gout type symptoms persist approx 4x a year. I am questioning if I need to absolutely have these implants removed as I am living only from (B)(6). I want dr. (B)(6) to be my plastic surgeon (B)(6). Is there a medical insurance which might assist me in re-implant procedure? If possibly decided as ok and have no health insurance dr (B)(6) has since retired, I need to find out what silicone implants were imported from (B)(4) in 1985-7. I believe third generation. He told me they cost an extra (B)(6) per implant as they were superior quality. I was never told I needed to have MRI or re-implant surgery by dr (B)(6). My stupidity for lack of self education. I believe I have third generation implants still intact or not??